Event description:
It was reported that (1) hp052 was used during a laparoscopic cholecystectomy procedure. It was reported by rep that the harmonic scalpel was connected correctly. The solid tone occurred frequently during case. Opened another device to complete the case. There was no consequence to the pt.